Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had no delivery alarms. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. Customer states the tubing was not bent or kinked. Customer states they have tried all remedies. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.